Manufacturer narrative:
Investigation - evaluation : a review of the drawings, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed such as: note: "the sutures may be left in place for up to two weeks while tract formation occurs, or cut earlier when deemed appropriate by the physician. Cutting sutures releases the anchors into the stomach, allowing their passage via gastrointestinal system." Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a patient returned for treatment due to pain and fluid leaking from a suture site approximately 8 days after having the suture anchors placed in the stomach. The suture anchors had not yet been cut and the physician reportedly mentioned a foul smell and possible infection. The patient and physician indicated the pain was more prominent when the patient was sitting up. Fluoroscopy was performed and the physician pulled the suture anchors out thru the skin with some hemostats. The sutures were reported to be all in the same access site on the patient. The physician also replaced the patients g-tube as a precaution in case of infection and it was noticed on the patient's follow up to get a g-tube exchange. As reported to customer relations, "either the suture anchor eroded through the stomach and got infected or the anchors were not fully deployed into the stomach and were in between the stomach lining and that's how they got infected." The doctor was not entirely sure. The doctor was leaning more towards the second scenario. The doctor was not for sure if this was a device complaint or a physician error when this device was originally placed a section of the device did not remain inside the patient¿s body. No additional information was available at the time of this report.